Event description:
The reason for call was that the controller would not power on and the stimulation was at the highest setting. Caller said that they tried resetting the controller, but the issue was not resolved. The equipment was not present during the call, so agent was unable to obtain the controller serial number or troubleshoot the issue. The controller could not be found during the call. Agent advised the caller to call back with the controller present if found for troubleshooting. When asked for the event date, caller said that it had been a couple weeks off and on. Patient called back to state the controller will still not charge and no green light comes on the controller when plugged into the wall. Patient states they have been in pain with shocking since friday and they cannot get the controller to charge. Agent had patient plug the controller into the wall without the li battery and it came on. Patient states they have had shocking since friday since they cannot turn it off. Agent sent request to repair to replace the controller. Patient states they have had their li battery and recharger replaced in the past. Pt received a new controller yesterday and they tried to charge it over night while using old controller battery; when they unplugged controller from ac power supply cord it would not turn on. Controller only turned on when plugged into ac power supply.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.